Event description:
It was reported that following a percutaneous peripheral intervention (ppi) in the right superficial femoral artery (sfa) using an antegrade approach, a 6f angio-seal was selected for use. A pre-angiogram was performed but no detailed info on the punctured artery is available. The pt's dorsalis pedis artery was impalpable with a 100% occlusion. The angio-seal was surgically removed and it was found that the collagen plug protruded the artery. There were no further consequences to the pt. The physician was in the angio-seal training process. No additional info is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.